Event description:
The device was re-inserted due to a migration of the active electrode array in (B)(6) 2022. However, after revision surgery affected channels were seen. The recipient reported hearing a high pitch sound at times without the processor on when he opened his mouth. As of (B)(6) 2022, the recipient reported that the sound frequently goes in an out at random and is not associated with any movements. Revision surgery has been recommended; however, due to personal commitments the user will delay this and be followed-up in 3 months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
After a revision surgery to re-insert the array in (B)(6) 2022 affected channels were seen. The recipient reported hearing a high pitch sound at times without the processor on when he opened his mouth. As of october 2022, the recipient reported that the sound frequently goes in and out at random and is not associated with any movements. A revision surgery has been recommended; however, due to personal commitments the user will delay this and be followed-up in 2023.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
After a revision surgery to re-insert the array in (B)(6) 2022 affected channels were seen. The recipient reported hearing a high pitch sound at times without the processor on when he opened his mouth. As of (B)(6) 2022, the recipient reported that the sound frequently goes in and out at random and is not associated with any movements. The user has been re-implanted. According to the explantation report, excess scar tissue may have been causing the array to move when patient opened and closed his mouth.